Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 242 mg/dl. The infusion set site was changed and a bolus was delivered. During pump system check with tandem technical support, customer removed air from the pump supplies. No other issues with the pump were identified.